Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the maternity team reported that the staples put on the skin, for the c-section wound closure, are removed on their own. They find them in the bandage. These staples were put on by different operators. The operators are gynecologists who are used to using them. Clinical consequences: staples do not last the recommended time. Risk of wound re-opening and less aesthetical scars".